Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they placed the camera in and out of the trocar in a laparoscopic inguinal hernia repair, trocar pieces kept on falling but not into the patient¿s cavity. The pieces of trocar were picked outside the patient's cavity. They used a new trocar to complete the case. There was no patient injury.